Event description:
During case no fluoro or xray. On (B)(6) 2013, during an unknown urology procedure the fluoro failed. The physician aborted the procedure on the male patient (unknown age). No reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.